Event description:
It was reported that the customer experienced discrepancies between the sensor glucose values and the blood glucose values. The insulin pump was alarming false low glucose alarms and calibration errors. The customer was calibrating more that advised times. The customer's blood glucose was 3.9 mmol/l. Nothing further was reported.

Manufacturer narrative:
The reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor failed per specification due to high readings.